Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17oct2018, international UDI (B)(4). The manufacturer¿s international service technician could not confirmed the reported issue.the unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the touchscreen lock was unable to be released. There was no patient involvement. The event date was not specified; estimate used.